Event description:
On (B)(4) 2014 nsk america received a repair request for 3 handpieces of the same model that indicated that patient(s) may have been burned by the subject handpiece. The handpieces were forwarded to the manufacturer for testing and analysis on (B)(4) 2014. Letters requesting additional information regarding the event have been sent to the dentist by traceable means on (B)(4) 2014 (delivery confirmed on (B)(4) 2014) and (B)(4) 2014 (delivery confirmed (B)(4) 2014). As of this report no additional information has been received.

Manufacturer narrative:
We have received the suspect handpiece from nsk america and are conducting our internal evaluation per our procedures. As soon as we finish our evaluation and investigation, we will update this MDR submission.